Event description:
A customer had a problem with a dual lumen PICC. The customer reports "the PICC developed a hole in the line when the dressing was changed". The customer reports "the PICC was inserted for several days and it was not until after the dressing was changed that the hole was formed". The customer reports "chloroprep was used in the changing of the dressing".